Event description:
Procedure type: colon resection. According to the reporter: the client reports the anastomosis leaked on approximately half of the circumference. The surgeon subsequently performed a temporary ileostomy. The patient will be re-operated in two months to close the ileostomy.